Event description:
Name of procedure being performed: right hemicolectomy. I was supporting [surgeon name removed] carrying out a right hemicolectomy with voyant maryland. The device was performing as expected up until around activation no 41. The issue was not noticed immediately as no alarm was sounded by the generator and the usual activation tone was sounding. It was noticed by both myself and [surgeon name removed] when a large bite of omentum was taken, activated upon until end tone, transected and a small amount of bleeding occurred. I asked for another full bite to be taken with full visibility and activate the device. It was observed that the usual signs of tissue sealing were not occurring upon activation right the way through to the end tone sounding. There was no smoke/visible thermal spread and when the jaws were opened the tissue looked as it had pre-activation. I then suggested the device be cleaned despite being relatively clean already. The device was also checked for any visible damage but none observed. After the cleaning several further attempts of activations on various tissue locations were made and unsuccessful. The generator gave the usual activation tones and at no point indicated any issues. A second device was then opened and performed as expected for the duration of the case. The generator was at no point turned off. Patient status:no injury type of intervention: change of device

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: right hemicolectomy. I was supporting [surgeon name removed] carrying out a right hemicolectomy with voyant maryland. The device was performing as expected up until around activation no 41. The issue was not noticed immediately as no alarm was sounded by the generator and the usual activation tone was sounding. It was noticed by both myself and [surgeon name removed] when a large bite of omentum was taken, activated upon until end tone, transected and a small amount of bleeding occurred. I asked for another full bite to be taken with full visibility and activate the device. It was observed that the usual signs of tissue sealing were not occurring upon activation right the way through to the end tone sounding. There was no smoke/visible thermal spread and when the jaws were opened the tissue looked as it had pre-activation. I then suggested the device be cleaned despite being relatively clean already. The device was also checked for any visible damage but none observed. After the cleaning several further attempts of activations on various tissue locations were made and unsuccessful. The generator gave the usual activation tones and at no point indicated any issues. A second device was then opened and performed as expected for the duration of the case. The generator was at no point turned off. Patient status: no injury. Type of intervention: change of device.